Event description:
My child was given proton radiation as treatment for medulloblastoma and unfortunately got radiation necrosis. This left her unable to sit up, walk, talk, see. We were given avastin and hyperbaric oxygen to help treat the damage but still damage exists. We were told odds for necrosis is 2-6% for getting radiation necrosis but, we found out it is actually 30% risk for radiation necrosis. We worry the reality of what is odds of radiation necrosis is not being tracked or followed and this is deadly. We want someone to be tracking instances of this as this still has the ability to kill her and would hate for this to happen to others. Seattle cancer care alliance.